Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a mucosectomy procedure on (B)(6) 2022. According to the complaint, during the procedure they had to place a clip in order to close the lesion. Once the clip was closed, we were unable to release it. Despite our successive handlings, the clip remained fastened to the cable. It was noted the procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result to this event. The patient condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. No product returned.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on october 3, 2022. Block h6: medical device code a15 captures the reportable event of clip unable release from catheter. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached to the bushing. Microscopic examination was performed and it was found that the clip had the first activation performed. Additionally, the bushing had double crimp marks. No other problems with the device were noted. The reported event of clip unable to release from the catheter was confirmed. Investigation found that the bushing had double crimp marks, the right one is located on the section where the bushing and the coil joint is, and the other one is located on the middle of the bushing. This second mark was the one that restrict the yoke from going down, in order to perform a proper deployment, and thereby contributed to the clip unable to release from the catheter. Therefore, the most probable root cause of this event is manufacturing deficiency as the reported event was traced to the manufacturing process. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. Block h11: correction: block b5 (describe event or problem), d4 (model number), e1 (initial reporter address, address 2, city, zip/post code, phone number and fax number), e3 (occupation), g1 (MFR site facility name, MFR site address 2), g2 (report source and report source (other)), g4 (premarket / 510(k) #).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a mucosectomy procedure performed on (B)(6) 2022. During the procedure, the clip was able to close and lock onto tissue; however, the clip was unable to release from the catheter. It was reported that despite successive manipulations, the clip remained attached to the catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported due to this event. **additional information received on october 3, 2022** the procedure performed was colonoscopy.